Manufacturer narrative:
(B)(4). A technician turned on the unit and found that the device needed an extended self test (est). "All tests passed normally."

Manufacturer narrative:
(B)(4). A visual inspection of the returned part showed no anomalies. All performed test and calibrations were passed with no observed errors. All readings were within range. No failures occurred. There was no fault found with the returned breath delivery flow sensor

Event description:
It was reported that during patient use, the oxygen (o2) level setting changed from 40% to 100%. The device was replaced without any reported patient harm. There is no report of death or serious injury associated with this event.